Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient alleges therapy was not effective to her bilateral pain pattern. Reportedly, troubleshooting of the issue was attempted to no avail. As a result, surgical intervention was planned as the next course of action to address the issue. Follow-up identified diagnostic testing revealed high impedance measurements on half of the contacts. Moreover, the procedure took place on (B)(6) 2016 during which time the lead was explanted and replaced with a new model. Effective therapy was achieved postoperatively.